Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/2003). The immucor laboratory tested retention product on 17feb2017, which performed as expected.

Event description:
On (B)(6) 2017, an (B)(6) customer in europe reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo neo instrument.